Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that a patient underwent a rhinoplasty procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke while knotting at the cartilage level . No adverse patient consequences were reported. No additional information was requested.